Manufacturer narrative:
(B)(4). This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. Upon further review, it was determined that failure code 810:04 occurred during programming/set-up and did not interrupt delivery. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced failure code 810:04 on channel b. It is unknown when or in which care area this event occurred. During review of the pump's event history, baxter personnel confirmed the reported condition as failure code 810:04 occurring on channel b, and discovered this event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.